Manufacturer narrative:
E1: (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device double beeps without cassette attached. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint that the device double beeps without cassette attached. No relevant 12-month service history was found. Review of event log found no relevant information. Visual and functional testing was performed. Found downstream occlusion (dso) sensor defective. Replaced dso sensor. Device passed all testing criteria post repair.